Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and will not be returned. The patient's pump was moved in part due to the patient's incision site not healing properly. (B)(4).

Event description:
During communication about a previous issue, clinical specialist (cs) stated that the patient underwent a pump site change as a result of the patient's incision not healing after surgery. The patient's pump was moved from the abdomen to the back.